Manufacturer narrative:
Personal therapy manager: model# 8832, serial# (B)(4). Catheter: model# 8703w, lot# l50594, implanted: (B)(6) 1998, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a change in therapy effect. The patient experienced a "lot of pain" that started a few days ago. It was indicated that the cause was due to a break/tear/hole in the catheter. The device was replaced. It was noted there was no injury. The pump was delivering fentanyl.